Event description:
Boston scientific received info that in the evening after implant of the subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode, the pt received inappropriate therapy due to oversensing of noise. An x-ray was taken which yielded inconclusive results. They were unable to reproduce the noise. During an interrogation the following day, the pt received another inappropriate shock due to oversensing of noise. The s-ICD was programmed off for six days. Therapy was turned back on and no further inappropriate shocks were given to the pt. Review of the electrograms and discussion with boston scientific technical services (ts) determined that the cause of the noise was likely due to air in the xyphoid incision site. The s-ICD system remains in service and no adverse pt effects were reported.

Manufacturer narrative:
As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.